Manufacturer narrative:
The cleartrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. The cleartrace ECG electrodes were discarded by the end-user. The original devices were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. Pictures of the skin reaction were provided on request from conmed. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. The patient survey offered information regarding device usage such as skin site preparation, (survey states patient cleaned the area with alcohol prior to placing electrodes), site rotation frequency (survey states electrodes were changed every two to three days), how devices were removed from the skin surface (survey states the electrodes were gently tugged off - dry). These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. The photographs of the skin reaction confirmed the complaint. The patient survey states that the skin irritation first occurred two weeks into the cardiac monitoring service. Likely cause of the skin reaction is a delayed allergic reaction to a component of the ECG electrodes either the gel or adhesive. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed. Device not returned to conmed corp.

Event description:
It was reported, "a patient complaint that involved conmed electrodes used in conjunction with the act iii sensor. No electrodes have been returned to lifewatch. However, cleartrace electrodes (lot# unavailable) were used. The event was logged as lifewatch (B)(6). The patient called to report a reaction from the electrodes. The patient reported redness, itching, rash, dry/flaking skin and fluid discharge. The enrollment period was (B)(6) 2013 - (B)(6) 2014. The complaint was reported to lifewatch on (B)(6) 2014, while service ordering physician provided additional information on (B)(6) 2014. This patient was referred to his dermatologist for medical attention. No information regarding prescription was provided." Cleartrace ECG electrodes (catalog number 1700-010, lot number unknown) were potentially utilized. (B)(4) 2014 - additional information, dermatologist prescribed patient clobetasol (propionate) 0.5% for treatment of skin irritation. Photographs were made available of the skin reaction with this additional treatment information. The electrodes were not returned to lifewatch services; therefore, the electrodes are not available for evaluation by conmed corporation.